Manufacturer narrative:
No further info is available on this pt or device from reporter due to pending litigation. 1/23/1998: d1,d2,d6 - suspect medical device has been changed due to revision fo claims by pt's attorney. D10 - corresponding alteration of concomitant medical products to reflect change in suspect medical device as stated by pt's attorney. H4 - device MFR date has been changed to reflect change in suspect medical device as stated by pt's attorney.

Event description:
Pt alleges that sometime in april of 1996 a problem with the device arose. The device was subsequently explanted, and the pt alleges that they have suffered "permanent and serious injury, including but not limited to permanent and disabling injury to the spinal cord, nervous system, emotional distress and otherwise described."